Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedances out of range. This lead was succesfully replaced. No additional adverse patient effects were reported.